Manufacturer narrative:
Summary of evaluation: a functional check with acceptable mating shells shows the returned insert functions as intended by design. Evaluation results suggest that this event would not be device related but rather would be associated with intra-operative procedures.

Event description:
The acetabular insert would not seat properly in the cup. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.